Event description:
Customer reports that bolus kept scrolling on insulin pump; customer then received a button error alarm. Customer's blood glucose was 133 mg/dl. Customer reverted manual injections. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.